Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the stylet into the atrial lead; sensing and threshold values were unacceptable. The physician elected to no longer use the lead and replace it. The patient was in stable condition post surgery.